Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was used on patient's head on an unspecified date. It was reported that the double pin side was loose when locked. It was moving and the lock was not holding. It seemed that when the device was not in use, it was locking. It is unknown whether the device caused injury or if there was any surgery delay. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. Unit received with the lock having both rotational and lateral movement. Also, device was hard to lock and a residue buildup was present. Upon disassembly, it was noted the lock would need new components added to replace worn internal parts. Unit was also received without the ratchet extension arm and the 80# torque knob and the price did not reflect the replacement of the ratchet extension arm or the 80# torque knob. The set screw in the swivel base was tight. General maintenance and cleaning required. The device history record showed that the device has exceeded its expected life of 7 years; the device was manufactured in q4 2010. The complaint was confirmed.